Event description:
It was reported that the insertable cardiac monitor (icm) failed to be paired. No changes or intervention was performed and the patient condition was unknown.

Event description:
Additional information received indicated the patient presented in clinic and normal function was restored to the icm, however, no information was provided as to how the ble issue was resolved. There were no reported patient consequences.